Manufacturer narrative:
(B)(4). Date sent: 04/10/2023. D4: batch # 975a85. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs25b device arrived with no apparent damage, with anvil missing. The breakaway washer was not present and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged. However, the test anvil was installed onto the trocar without any difficulties. In addition, the device was tested for functionality with the test washer/anvil and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. This defect has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number 975a85, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/13/2023. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a gastric bypass the anvil would not fit onto the trocar. A new device was used to complete the case with no patient consequences.